Event description:
It was reported that the customer had unexplained low blood glucose and was hospitalized. Customer's blood glucose reading at the time of hospitalization was 45 mg/dl. Caller stated that the customer's insulin pump was alarming motor error. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.